Event description:
It was reported in a journal article reviewed by manufacturer that vns patients experienced sudep.

Manufacturer narrative:
Annegers jf, coan sp, hauser wa. Leestma j. Duffel w, tarver b. Epilepsy, vagal nerve stimulation by the ncp system, mortality and sudden, unexpected, unexplained death. Epilepsia 1998; 39:206-12.